Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101000 ¿ m/l taper femoral stem ¿ 60921355, 00630505636 ¿ xlpe liner ¿ 60871604, 00620005622 ¿ shell - 60813850, 00625006530 ¿ bone screw ¿ 60965158, 00625006520 ¿ bone screw - 60980975. Reported event was confirmed by review of operative notes stating the patient experienced an adverse reaction to metal debris. During the procedure, a large abductor tear was found along with some fluid. Significant amount of trunnionossis was found on the stem taper and inside of the femoral head. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left hip revision approximately nine (9) and a half years post implantation due to pain from a tendon tear and adverse reaction to metal debris. During the surgery, a significant amount of trunnionosis was found resulting in replacement of the head component. The stem was found to be well-fixed and was not removed. Attempts have been made and additional information on the reported event is unavailable at this time.